Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported the pump was not delivering enough insulin to correct high blood glucose (bg). The highest reported bg was at 300 mg/dl. The agent reviewed reports and found no insulin had been delivered since the previous night. The user confirmed the cartridge was empty and had not been changed. During the call, user changed supplies and resumed insulin delivery. Bg was corrected with an insulin injection. The ilet alerted for high bg. Outside assistance was provided by user¿s mother. No medical intervention was required. Symptoms reported were not feeling well and eye strain.